Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 500mcg/ml concentration at 297.87 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall occurred, "motor stall (active)". Stiffness was reported as a symptom. It was noted as a sudden change in therapy/symptoms. No further complications were reported.